Event description:
Multiple reports of patients with this particular PICC line where fluid is noted to be leaking. On closer inspection two reported as 'lumen leaking' one reported as 'both ports cracked.' PICC lines required replacement. Reported that these leaks may have contributed to blood stream infections. Reported to vendor by nursing products department and now new vendor is being used for PICC lines.